Event description:
Complainant alleged that the clinicians were defibrillating a pt (age and gender unknown), but upon the amdinistration of one of the shocks an arc was observed. The complaint indicated that there was no adverse effect on the pt as a result of the reported malfunction. The complainant indicated that the facility is aware that the stat pads multi-function electrodes that were used in the event were past the recommended expiration date.